Event description:
Caller reported an alarm 2 followed by alarm 26, indicating an occlusion issue. Customer changed pump supplies; however, the alarm reoccurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.